Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter was advanced, a 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but failed to cross the previously placed stent. The physician pushed the device into the previously placed stent but would not go through so the physician attempted to push the back end of the stent with a guidezilla. The stent came off from the balloon but was wrapped on the wire. The physician snared the stent and removed the entire system with the guide catheter. The devices were completely removed from the patient's body. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 38mm stent delivery system; was not returned for analysis and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found the stent was detached from the sds which was not returned. The stent was returned loaded on a guidewire, attached to a snare. The stent was severely damaged and stretched out. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter was advanced, a 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but failed to cross the previously placed stent. The physician pushed the device into the previously placed stent but would not go through so the physician attempted to push the back end of the stent with a guidezilla. The stent came off from the balloon but was wrapped on the wire. The physician snared the stent and removed the entire system with the guide catheter. The devices were completely removed from the patient's body. No further patient complications were reported and the patient's status was fine.